Event description:
A malfunction was reported on the customer's pump. There was no reported impact on the customer¿s blood glucose level. Customer service provided information and assisted the caller with resetting the pump, which resolved the issue, and the customer was advised to continue using the pump and to call back if the malfunction recurred.